Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 20 mmol/l (360 mg/dl) after an unspecified duration of pod wear. It was further reported that insulin leakage was noted during wear. Upon pod removal, the cannula was found bent. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported. The pod involved was discarded and is unavailable for investigation.